Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl; cause was unknown. The customer then declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.